Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, implanted: (B)(6) 2013; 6935-65 lead; implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was further reported that high and unstable thresholds were observed on the right ventricle (rv) lead, and the left ventricle (lv) lead was reprogrammed. Both rv and lv leads remain in use. No further patient complications have been reported as a result of this event.